Event description:
It was reported that an advantage single handle kit was implanted. According to the complainant, post procedure the patient experienced trouble urinating, inability to sit or stand for prolonged periods of time, pain, recurring infections, dyspareunia, and odor. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Complainant city: (B)(6).